Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse tested the system and found that there was "memory initialization error. No usable memory detected" error, which indicated the issue described in field safety corrective action (2023-igt-bst-027 )and that the host pc must be replaced. Fse replaced the host pc to resolve the issue. The defective host pc was returned for analysis and the part analysis indicated that the cause of the host pc failing was boot up failure due to faulty dual in-line memory module (dimm). Philips has confirmed that the reported failure is due to a dimm issue. Due to the dimm failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1156-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the host pc. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.